Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the tac instructed the customer to check the maj-1933 and maj-1941 cables, cleaned scope contacts and connector contacts on the clv-190. The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the front panel of the device was damaged. The top cover had multiple scratches and dust inside the unit. It was also noted that a worn out socket slider switch was causing intermittent failure of the high intensity mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had a b30 scope communication error when using the 190 scope series during preparation for use for a diagnostic procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the b30 phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.